Event description:
Source: (B)(6). Distribution of counterfeit and smuggled medical devices: under the guise of a (B)(6) medical supplies from (B)(6), including fake hiossen dental implants (packaged with fraudulent verification codes) illegal shining oral scanners). These counterfeit devices have already caused severe clinical injuries, including permanent patient paralysis. (B)(6).

Event description:
Additional information received on 7/02/2026 for mw5189917 to update the device name and procode. Procode: nha.